Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) over 500mg/dl. The patient was taken to the emergency room and treated. Treatment regimen was not available at the time of the call. Troubleshooting was not completed at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemia related to an history settings issue.